Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole was observed in the tubing of clearlink system continu-flo solution set which results to leak. This was observed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed a hole in the tubing. A functional testing was performed including clear passage and pressure testing; and the results were not satisfactory due to a hole in the tubing. The reported condition was verified. The cause of the condition was due to manufacturing process related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.